Event description:
Valve thrombosis. Prosthesis was onxm-25. Per aats/sts guidelines, thrombosis is a valve-related, expected event. Correction required re-operation. Therefore, it is being reported. All that is known is that the valve thrombosed. The center would not provided further information, however, the valve was subjected to hospital pathology department analysis. Per pathology report, the material on the valve was thrombus. No information on patient symptoms, or compliance with anticoagulation therapy. The patient recovered and is ok. (Event occurred at (B)(6) hospital, USA).

Manufacturer narrative:
Device was not available for return. The hospital pathology lab performed gross examination. A copy of their report was obtained.